Manufacturer narrative:
The product was not returned. The serial number or lot info was not provided, therefore, device history could not be reviewed. A review of the complaint trends does not indicate any lot specific issues. Internal file no: (B)(4).

Event description:
This event is for a reported pt death while the pt was receiving iab therapy. There was no malfunction of the iab reported.